Manufacturer narrative:
U.s. Reporting agent notified on: (B)(6) 2014. Manufacturing site report: samples received: 1 open cassette. OEM reports no previous complaints of this code batch. There are no units in OEM stock. OEM tested the knot pull tensile strength of the cassette received and the results fulfill the requirements of the OEM. Fraying test has been conducted with the cassette received and the results are not correct. Fraying has been found in the thread after conducting test. Taking into account that no other customer complaints have been received concerning this issue for this code batch, OEM consider that this is an isolated unit affecting only this article code batch and claim is justified, but whole batch is correct. Final conclusion: the complaint is corresponding (justified). CAPA pending with OEM.

Event description:
Country of complaint: (B)(6). Complaint description: client description: client claims that the thread tears too easily and is fraying. The cassette was opened only a short time ago.